Manufacturer narrative:
Date of event: (B)(6) 2019. The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -7.50/+0.5/033 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2018. The lens was explanted on 31-jan-2019 due to excessive vaulting. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was due to the icl size was too big. The patient is happy and no need for glasses. The lens was discarded. Implant date (B)(6) 2018. Explant date: (B)(6) 2019. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -7.50/+0.5/033 (sphere/cylinder/axis), in the patients right eye (od) on (B)(6) 2019. The lens was explanted on (B)(6) 2019 due to excessive vaulting. The lens was exchanged for a shorter lens. The lens was discarded.